Manufacturer narrative:
Investigation summary: laboratory analysis of the returned faradrive steerable sheath confirmed that the dilator tip was damaged. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Risk review: a risk review performed for the faradrive device confirmed that the event of damaged dilator tip is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on all the available information, the cause of the reported dilator tip damage was likely due to component failure. Investigation confirmed that the catheter passed all passed all testing and specification requirements throughout the manufacturing process prior to distribution.

Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the dilator of the faradrive sheath was noted to be completely crimped off at the distal end and not allow a wire to pass through. Both devices are being returned. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the dilator of the faradrive sheath was noted to be completely crimped off at the distal end and not allow a wire to pass through. Both devices are being returned. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.